Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "while the physician inserting the arterial line, the wire in the catheter frayed and came apart during removal from the vessel. The wire appeared to be a fine metal braid and the braid came apart into several kinked, fraying wires. There was brisk arterial bleeding from the skin with underlying hematoma formation and the wire could not be pulled free. This happened in a cardiac arrest patient with return of spontaneous circulation and required a vascular surgery consult." A specialized ultrasound and surgical intervention was required to remove the remaining wire. The patient's current condition is reported as "critical".

Event description:
It was reported "while the physician inserting the arterial line, the wire in the catheter frayed and came apart during removal from the vessel. The wire appeared to be a fine metal braid and the braid came apart into several kinked, fraying wires. There was brisk arterial bleeding from the skin with underlying hematoma formation and the wire could not be pulled free. This happened in a cardiac arrest patient with return of spontaneous circulation and required a vascular surgery consult." A specialized ultrasound and surgical intervention was required to remove the remaining wire. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed as a correct lot number was not provided by the customer. The IFU warns the user, "do not retract guidewire against edge of needle while in vessel. Precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0- or 2.75-pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.